Manufacturer narrative:
A system checkout was performed and the system passed all software, hardware and instrument testing. No fault found. Unable to replicate reported event.

Event description:
A site biomed representative reported a concern that a surgeon deemed the navigation system became approximately 3-4mm inaccurate when in an optical cranial procedure. No further details of this general concern were reported. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4) 2014. A medtronic representative, following-up at the site, made recommendations for instruction to the doctor on proper use of tracer vs. Pointmerge registration techniques. No further issues have been reported is using the stealthstation s7 system. No parts have been returned to manufacturer for analysis. Part not returned to manufacturer.